Event description:
It was reported an angio-seal evolution was deployed in 2009, for a left heart catheterization. The following month, the patient was seen in the doctor's office for reports of leg pain. The patient was admitted to the hospital that same day for a right groin infection. The following day, the angio-seal was removed and the abscess was drained. Additional information was not available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred, may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered, whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a ploy bag. The bag includes a sealed tray containing the angio seal components. The angio-seal is labeled sterile. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days, instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water, and dry the area. The site should be covered with a bandage and changed daily, or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collage, synthetic absorbable suture, and/or polymer). These included allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating rash, wound drainage, or any other unusual symptoms.